Manufacturer narrative:
Visual inspection was performed on the returned device. The reported suture separation could not be confirmed as the suture was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, tensioning angle not coaxial, pushing more than tensioning the rail limb, use of forceps. In this case, it is possible that the tensioning of the suture was not coaxial during knot advancement and contributed to the reported suture separation. However, this cannot be conclusively determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a prostyle device after an interventional pulsed field ablation (pfa) procedure with an 8f sheath. Reportedly, a long rail suture break occurred during knot advancement. Manual compression was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.